Manufacturer narrative:
(B)(4). The device was received and evaluated. The external/internal inspection was performed and passed, along with all of the electrical testing. All pressures were correct and stable. A short simulated therapy was performed on the device and passed successfully. The reported issue was confirmed through the review of the event history logs. The cause was determined to be a false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume (iipv) event. The registered nurse (rn) stated that the hp had a last drain of 4020ml. The hp did not complaint about being overfilled and the hc did not alarm at the end of the therapy. The hp¿s fill volume (fv) equaled 2500ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.